Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: none. Adverse event: failure to achieve hemostasis. Time of adverse event: during vessel closure. It was reported that a physician using the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after uneventful suture deployment, bleeding continued. A second proglide device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.